Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked through the end despite the twist clamp being closed. The patient was connected to the transfer set at the time. The leak occurred after the transfer set was disconnected from the peritoneal dialysis supplies and before the minicap was placed on the transfer set. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A gross visual inspection and microscopic inspection were performed and identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing, and clamp function testing. A leak through the set due to the broken occluder feet was identified in both leak testing and clamp-function testing. The reported issue was verified and the cause of the leak was determined to be due to damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.